Event description:
Dexcom g7 readings are wrong. After 5-6 days, the device malfunctions (rather than the 10 days it's approved for). If you try to request a replacement, the company tries to make you keep using the defective product because they don't want to pay to replace it. Dexcom reading was 64 mg/dl so glucose was given. 15 minutes later, dexcom reading is 62 mg/dl while fingerstick is 157 mg/dl. 30 minutes later, dexcom reading was 93 mg/dl while fingerstick was 154 mg/dl.